Manufacturer narrative:
(B)(4). No product return is expected. The delay feature is a programmable feature and no malfunction of the device is believed to have occurred. The root cause of the customer's experience was not identified.

Event description:
Customer reports a "cardiac vasopressor" (name not identified) infusion in the pacu restarted unexpectedly after a software change was made because the delay start feature defaulted to "after" instead of "before and after" as it was previously. The cardiac vasopressor infusion started on its own without the nurses knowledge; the nurses were quick to notice it, and were able to stop the infusion shortly after it had started. Although requested, no further pt or event info was provided.